Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd neoflon¿ pro IV catheter, foreign matter was observed. The following information was provided by the initial reporter: a foreign particle can be seen in intact pack of neoflon pro 24g clearly and size of particle is bigger easily visible.

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, a 24g neoflon pro sample with black foreign matter on packaging was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no sample was returned, a root cause cannot be determined.

Event description:
It was reported that prior to using a bd neoflon¿ pro IV catheter, foreign matter was observed. The following information was provided by the initial reporter: a foreign particle can be seen in intact pack of neoflon pro 24g clearly and size of particle is bigger easily visible.